Event description:
The customer received the ecls pack and when the kit was removed from the shipping box, it was discovered that it had a hole in it, therefore not sterile. No pt was involved in this incident.

Manufacturer narrative:
The product is promised, but has not yet been received. When the product is returned, and eval will be performed and a supplemental report submitted with the results of the investigation. Internal complaint # (B)(4).